Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a sensing anomaly. Insulation defect was suspected.

Manufacturer narrative:
The complaint was verified in the laboratory. The outer insulation was abraded at 6.5 cm from the connector pin and the sensing coil was exposed and fractured in the same area. The damage was caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the sensing coil comes into contact with the ICD can. The measured high resistance was caused by the fractured filars of the sensing coil. .